Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and if additional information is received, a follow-up report will be submitted. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿

Event description:
It was reported that patient underwent an initial total hip arthroplasty on an unknown date. Subsequently, the patient underwent an irrigation and debridement procedure on (B)(6) 2014 due to possible infection. No components were removed.